Event description:
Additional information received indicated that the surgeon was viewing the electrode on fluoroscopy and couldn't tell if there was any wiring still connected to electrode or not.

Event description:
Additional review indicates that all of the information reported in MFR # 3007566237-2013-02701 pertains to this manufacturer¿s report. Any additional information related to the lead tip in patient body will be reported in this report.

Event description:
Additional information received confirmed that the ¿last contact¿ (#0 contact) on the lead component dislodged and remained in the patient following the in-patient trial procedure. No patient injuries were reported. If additional information is received, a follow-up report will be sent.

Event description:
Additional information indicated that the patient was going to have the electrode removed and would have to have a cat scan first to see how deeply the electrode was before the neurosurgeon would remove it.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Follow-up with the patient¿s healthcare provider indicated that the patient was seen on (B)(6) 2013 and she had been doing ¿tremendous¿. Results from a myelogram and myelogram CT scan indicated the fragment of the electrode was ¿clearly¿ below the t12 vertebral body. The patient had ¿ample space¿ for insertion of a thoracic implantable neurostimulator and electrode. The patient reportedly had a positive trial, which gave her bilateral lower extremity and some back symptom relief. The reporter indicated that the patient wanted to consider implantation of the electrode and the physician thought it was ¿appropriate¿ to continue with surgery.

Manufacturer narrative:
Analysis of the trial lead (3874 1x8 compact trial, serial # unknown) found its distal end conductor #0 broken from overstress/damage and distal end electrode #0 pulled out or off. Only proximal lead segment was returned. The location of the break was in electrode area 59.5cm from proximal end. Stylet coil was stretched. Distal tip was missing. Open circuit with electrode #0 was seen. Analysis of the stylet found no anomaly.

Event description:
It was reported when the physician implanted a trial lead the tip of the electrode came out and was in the patient¿s body. It was noted the tip would be left in there until they can be seen by a surgeon. It was later reported the leads were in the right place initially during the procedure but the leads moved because the patient moved when the epidural needles were being taken out. Electrode removal had not been planned yet.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that when a new lead was being placed on the day of the report in cervical area, the surgeon ran into an abandoned electrode in c4 region from prior lead explant. The surgeon was able to navigate around the electrode.

Event description:
Additional information received indicated that the patient was since re-implanted.

Manufacturer narrative:
Concomitant product: product ID neu_ens_stimulator, serial# unknown, product type external neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.